Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 119 mg/dl. Device alarmed a motor position encoder error alarm. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test, or verify e70 alarm due to motor error alarms. No cosmetic damage noted during physical inspection.